Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited oversensing. All other electrical measurements were in range. No intervention was performed. The patient would continue to be followed normally.